Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had chipping at the insulin reservoir and unexplained motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump screen was indented. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify motor error alarm due to a33 alarm. However, device passed rewind test and displacement test. Device had partially broken reservoir tube lip.